Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off. There was no patient involvement. The reported problem was found in the biomed service department during testing. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported issue of the device powering off was not reproduced and a review of the event history log found no evidence to support the allegation. Causality was identified as the input/output printed circuit board requiring replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.